Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a motor error alarm and then a motor position encoder error alarm on the insulin pump. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but did not resolve the issue for the customer. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Insulin pump passed displacement test, rewind test, basic occlusion test and prime alarm test, compromised force sensor test. Unable to confirm watchdog timeout alarm due to overwritten history file. Drive support cap was inspected and no anomaly was noted.